Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms while inside the customer's pocket. The pump was not within abnormal temperature conditions. The customer's blood glucose level was in the 100s mg/dl range. Reportedly, the customer did not have alternate therapy available at the time of the event and declined further follow-up from tandem technical support to ensure receipt of alternate therapy.